Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that unsuccessful device interrogation was observed, and x-rays revealed that this pacemaker was previously explanted and replaced with a leadless pacemaker after less than a year of implant due to an unspecified reason. The clinic was unaware the device had been replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that unsuccessful device interrogation was observed, and x-rays revealed that this pacemaker was previously explanted and replaced with a leadless pacemaker after less than a year of implant due to an unspecified reason. The clinic was unaware the device had been replaced. No additional adverse patient effects were reported.